Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred when the pump was at room temperature. The user reported a blood glucose (bg) level in the 60's (mg/dl) prior to the report. Reportedly, the user believes the basal rate is too high and stated that they would discuss with their healthcare provider. The user did not address bg level and stated that their bg level was 91 mg/dl at the time of report. The user reported that the pump would continue to be used for insulin therapy. Additionally, it was confirmed that the user had an alternate method of insulin delivery available.